Manufacturer narrative:
The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient presented to clinic with continued "critical battery" alarms on port 1 of the controller. The patient had been experiencing the issue over several clinic visits. He attempted to replace the batteries, but the alarms persisted. Log files were sent and the controller was exchanged with no adverse effect on the patient. Investigation is ongoing.

Manufacturer narrative:
Updated: MFR name, city, and state, model/lot #, device available for evaluation?, concomitant medical products, MFR contact info, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes and additional MFR narrative. Corrected: other relevant history. One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a series of high priority critical battery alarms which were most likely due to a communication anomaly between the battery and controller. The critical battery alarms registered the batteries having 0% relative state of charge (rsoc), although the controller was still registering that a battery was connected. It should be noted that all critical battery alarms were logged on power port 2, confirming the reported event. The batteries triggering the critical battery alarms were (B)(4). Additionally, the logs revealed a series of premature battery switching events that were triggered by (B)(4). Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. **note: this controller was not upgraded to the smr software. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. Heartware has opened an internal investigation to address communication errors between controller and battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.